Event description:
Follow up information received from the rep reported that the patient may have had surgery in 2014. There was no further information provided.

Manufacturer narrative:
Analysis of the ins 37601 activa pc neurostimulator s/n (B)(4) found no abnormal battery depletion with the device, indicating no anomalies.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37601, serial#: (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that the implantable neurostimulator (ins) had depleted prematurely, and that it was completely depleted so they were not able to do checks. The patient had multiple falls per day that may have contributed to the issue, and no actions/interventions were taken at the time of the report. It was stated that the neurologist was under the impression that the battery may have depleted due to opens/short from the multiple falls, and interrogation showed c <(>&<)> 4 to be 3308. The issue remains unresolved. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.